Event description:
It was reported to boston scientific corporation that an endovive initial placement kit (exact upn is unknown) was used in a procedure (date is unknown). According to the complainant, during gravity feeding, the substance was not able to flow through. It was reported that there was no obstruction in the tubing that was noted. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received (B)(6) 2012: gravity flow was not achieved with any liquid including water. Flow was only established under pressure using a 50cc syringe and plunger.

Event description:
It was reported to boston scientific corporation that an endovive initial placement kit (exact upn is unknown) was used in a procedure (date is unknown). According to the complainant, during gravity feeding, the substance was not able to flow through. It was reported that there was no obstruction in the tubing that was noted. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect upn and device lot number; therefore, the lot expiration and device manufacture dates are unknown. The reported event substance did not flow through. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4).